Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced the following: pain [back and pelvic], urinary analysis with trace blood, incontinence, vaginal discharge, bleeding, urge incontinence and dyspareunia. A 1 cm exposure of implanted vaginal mesh in the anterior compartment was noted. The patient underwent revision of the sling with adjacent tissue transfer, left perianal lesion excision and cystoscopy under general anesthesia. Pathology showed a fragment of white interwoven synthetic material measuring 1.2 x 0.5 x 0.1 cm. Post revision patient experienced trace blood in urine.